Manufacturer narrative:
Due to character limitation in e1, the event site state is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) had a gas gain alarm and then a gas loss alarm within 15 minutes of each other. The gas gain/gas loss alarms alarmed 5 times later that day. There was no injury reported.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions ), h11. Corrected fields: g2. It was reported by the customer through a direct call to the emergency support program line that during use the cardiosave intra aortic balloon pump (iabp) had a gas gain in iab circuit alarm and gas loss in iab circuit alarm. The customer reported that a gas gain alarm and then a gas loss alarm within 15 minutes of each other. The customer also reported that they have never seen this alarm before. When esp personnel asked how the customer resolved the alarm, they stated by pressing the start key. Esp personnel had the customer check the helium tubing for blood or discoloration, press the iab fill key for 2-3 seconds, press start, and check the helium tubing again. Esp personnel reviewed the nature of the alarms and different clinical possibilities. There was no obvious clinical explanation for the alarm at that time. The customer reported that the iab was placed axillary. Esp personnel provided the axillary disclaimer and a direct number to call back should the alarm go off several times in an hour so they could troubleshoot it together. At 1:51 pm, the customer called esp personnel directly. The customer stated that the gas gain/gas loss alarms had alarmed 5 times since the previous call with the proper troubleshooting. Esp personnel had maurice replace the cardiosave iabp. Esp personnel talked the customer through the changing over to the cs300 without issue. At 2:23 pm, the customer called back. The cs300 had another gas loss alarm. Esp personnel verified there was no blood or discoloration in the helium tubing and had the customer turn down the augmentation by 2 indicators. Esp personnel explained if the alarm continued to sound, the customer would need to speak to the physician about exchanging the balloon. No patient harm or injury reported.